Manufacturer narrative:
The reported unused devices were returned for evaluation in original unopened packaging. Label verification and visual inspection were performed. The reported catalog and lot numbers were verified. Inspection found that there was a gap in the seal area along the short side of the packaging opposite the chevron side. All pouches were dye leak tested. Testing found that samples 1 and 2 exhibited sign of a breach in the seal area. Sample 3 did not show signs of a breach seal area. The manufacturing documents from the device history record have been reviewed with special attention to manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, this is the only complaint for this product and failure mode. A two year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices for this device family and failure mode. During the same time frame, (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) percent. Per the instructions for use: these devices are to be inspected before use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. The issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected three 139104ext, ultraclean electrode, due to an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with reoccurrence.